Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 501 mg/dl. The customer was advised to treat for high blood glucose if he could. The customer is using flex pen, is having hard time removing insulin from it. The customer is unsure of how to treat fo high without the device. The customer was advised to call healthcare provider or go the emergency room.